Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized for 2 days due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 30 mmol/l (540 mg/dl) while wearing the pod on the arm between 36 and 48 hours. At the hospital, the patient was placed on an intravenous (IV) of liquids kalium chloride and insulin.

Manufacturer narrative:
The received device has the cannula assembly deployed. Corrosion was found on the pcb assembly and fluid was observed on the piezo. The batteries were found to have insufficient voltage and the pcb had a shelf mode current that measured out of specification. Inspection of the fluid path found no issues that would prevent the delivery of insulin and no leaks or tears were found in the soft cannula. No other damages or manufacturing deficiencies were found.